Event description:
Reference MFR. Report#1627487-2019-04643. Reference MFR. Report#1627487-2019-04644. Reference MFR. Report#1627487-2019-05721. It was reported that surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced thus resolving the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2019-04643. Reference MFR. Report#: 1627487-2019-04644. It was reported the patient's system was auto-reducing due to invalid impedances. Surgical intervention is pending.